Event description:
It was reported that the patient presented to the hospital after a remote transmission was received for inappropriate atp therapy due to noise. The noise was reproducible at the hospital. Review of records revealed a decrease in pacing lead impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Insulation and conductor damage was found at 29.4-30.4cm from the end of the connector pin consistent with clavicle crush damage. This fracture is consistent with the observation from the field of noise.